Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The date of event is unknown; however it was reported to be during first week of (B)(6) 2010 the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure, it was noticed that the needle had bent. No biopsy samples had been collected with this device. Reportedly the device was inspected/tested prior to use and no anomalies were noted, and no difficulty or resistance inserting or removing the device was encountered. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.